Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was received for evaluation. Functional, gross visual, tactile and microscopic evaluations were performed. The sample was returned with the blue luer clamp engaged and red luer clamp disengaged. Both lumens were patent to infusion and aspiration with no issue. No leaks were noted throughout both tests. Therefore, the investigation is unconfirmed for the reported fracture issue as no break, splits or cracks were noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three months and twenty-seven days post dialysis catheter placement, the catheter allegedly split in the arterial portion of the external lumen. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that three months twenty seven days post dialysis catheter placement procedure, catheter allegedly split in the arterial portion of the external lumen. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.